Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429,product ID: bi71000442r, serial/lot #: -, ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. Replaced both the winch and gantry motion controller. The old winch assy. Had a failing motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that  during a case this morning, after the first spin, door was closing slow but spun fine. When they went to open the gantry, it starts opening slightly but gets caught up and was unable to open any further via pendant button. Performed manual gantry open during case, and then after - gantry would not re-home and is stuck in the open position. There was no patient impact and a delay of less than one hour.

Manufacturer narrative:
H3: the svc o2 bi71000442r gtmtr ctl new amp rfb was returned for analysis. Analysis determined that the component was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.